Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing, and follow-up with the user facility is currently being performed. The root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration procedure, the evis eus ultrasound bronchofibervideoscope had poor image quality. There were no error messages displayed. The image displayed looked like a screen door, and the physician was not able to see the needle on the image. The procedure ended up being shortened as the physician had trouble confirming that the needle sheath was out of the scope due to the poor image quality. The procedure was completed with the same device. The subject device was connected to the EU-me2/evis eus endoscopic ultrasound center, cv-190-evis exera iii video system center, clv-190-evis exera iii xenon light source, and the vizishot 21-gauge needle. There were no reports of patient harm associated with this device.